Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds, noise, and high out-of-range (oor) pacing impedances, measuring greater than 2000 ohms. An x-ray was performed, which indicated the lead was fractured near the subclavian. The patient doesn't need pacing, therefore, the physician elected to reprogram the device to pace/sense in only the ventricle. This ra lead remains in service. No adverse patient effects were reported.